Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. The ¿up¿ arrow and contrast buttons responded intermittently. Removal of keypad cover found contamination under all the button contacts. The reported button tactile issue was duplicated in the investigation. Unrelated to the button issue, it was observed that the verify screen was dim and discolored. The battery compartment was cracked at the top and from the grip pad to the threads area.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).